Event description:
It was reported that the patient went to the hospital because they felt sick. The patient had asystole in the waiting room and had to be reanimated with cardiopulmonary resuscitation. The right ventricular (rv) lead had perforated the right ventricular apex which resulted in loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).